Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. E3: vascular surgeon. Additional information: b5, e1: first name, last name, e-mail, e3, d9. H3 - device evaluated by mfg?: device evaluation anticipated but has not yet begun. Awaiting device return. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 03feb2026. The procedure was completed successfully with a back-up device. No damage was noticed on the hemostatic valve.

Manufacturer narrative:
H3 - device evaluated by mfg?: it is unknown of the complaint device will be returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that leakage from the delivery system captor valve of a zenith flex with spiral-z technology aaa endovascular graft iliac leg was identified prior to an unknown procedure for an unknown patient. As the staff was prepping the device for the procedure, attempts were made to remove a large air bubble from the captor valve for approximately 10 minutes; however, all attempts were unsuccessful. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding event details and patient outcome have been requested but are currently unavailable.